Event description:
It was reported via clinic notes from (B)(6) 2011 that the patient has had worsening seizure activity since his last clinic. His caregiver reports that he has recently had as many as thirty seizures per week. As of (B)(6) 2011, the patient had a decrease in the frequency of his seizures. The caregiver stated he had one seizure in (B)(6). The settings were the same at the visits in (B)(6). Per mother, the current seizure level is above pre-vns baseline levels, though per physician, the relationship is unknown. The patient's settings were changed in (B)(6) 2011. When the device was interrogated that day, the eri = yes. The physician believes the end of service likely caused the increased seizures. The patient's medications had been changed prior to event as well, which may have contributed to the event. Generator replacement surgery is likely, but has not occurred to date.